Manufacturer narrative:
This part is not approved for use in the united states; however a like device with catalog # 54840007530, 510k #k091974 and UDI# (B)(4) is approved for sale in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: lumbar canal stenosis. For which patient underwent transforaminal lumbar interbody fusion at levels l4/5/s. On an unknown date, post-op, the screw loosening occurred because of followings: the relevant screw was not inserted toward sacral promontory; it was not inserted even by bicortical fixation. The patient reported right l5 nerve root pain. Hence, a re-fixation surgery was performed at l5-s to replace s1 screw.